Event description:
The customer reported the ventilator had a leak from the pressure sensor on the gas delivery subsystem. The device was not in use on a patient therefore there was no patient involvement or harm. The failure as reported may result in a failure of gas delivery/ loss of oxygen supply during normal ventilation mode operation. The service technician will replace the gas delivery subsystem to address the finding.

Manufacturer narrative:
Results - gas delivery system.